Event description:
According to the information received, a 5/4mm amplatzer duct occluder ii (adoii) was determined to be the incorrect size and was exchanged out for a 5/4mm amplatzer duct occluder (ado). This ado was deployed and released. The position of the ado was not satisfactory and the device was snared; however, the ado could not be pulled into the sheath. The patient went for surgery to remove the ado.

Event description:
According to the information received, a 5/4mm amplatzer duct occluder ii (adoii) was determined to be the incorrect size and was exchanged out for a 5/4mm amplatzer duct occluder (ado). This ado embolized and a percutaneous attempt at retrieval failed. The patient went for surgery to remove the ado.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: from the angiogram and echocardiogram cd that was provided for review, it appeared that the patient was (B)(6) when the procedure was attempted. The echocardiogram showed evidence of left side enlargement and also an atrial septal defect. The pda was measured to be just above 2mm and function was normal. Multiple angiograms were performed to delineate the pda. The pda was high, parallel to the aortic arch and did not appear to have much of an ampulla. The pda was long and the middle portion was measured to be 3.17mm. The first attempt with the adoii was unsuccessful and re-deployed. However, the left disc was large and seemed to protrude into the descending aorta (dao). The adoii was removed before release and a 5/4mm ado was attempted. The waist of the ado was constricted once it was deployed but the aortic disc appeared large and protruded into the aorta. After the ado was released, the device assumed its tension free profile and acquired the angle/orientation of the pda. This resulted into a significant portion of the already protruding aortic disc to prolapse further into the aorta. Hence the aortic disc was not hugging the aorta but instead the upper edge of the disc protruded outward into the aortic circulation. The remaining angiograms showed that the ado was snared in the middle but could not be pulled into the sheath and the patient was sent for surgical removal of the device. According to aga's medical consultant, the following conclusions were drawn: this was a complex pda which was parallel to the aortic arch, high in location and without much of an ampulla. The aortic discs of both the ado and adoii were much larger for the diameter of the aorta and since there was not much ampulla, the disc had to stay in the aorta with resultant protrusion and perhaps pressure gradient across the aortic arch. The high and parallel orientation of the pda caused the upper edge of the disc to protrude into the dao making it unstable.

Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. As the product was not returned, our investigation was limited to the investigation of the device history records which confirmed this device met manufacturing specifications prior to shipment. The cause of the embolization remains unknown.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: from the angiogram and echocardiogram cd that was provided for review, it appeared that the patient was less than (B)(6) when the procedure was attempted. The echocardiogram showed evidence of left side enlargement and also an atrial septal defect. The pda was measured to be just above 2mm and function was normal. Multiple angiograms were performed to delineate the pda. The pda was high, parallel to the aortic arch and did not appear to have much of an ampulla. The pda was long and the middle portion was measured to be 3.17mm. The first attempt with the adoii was unsuccessful and re-deployed. However, the left disc was large and seemed to protrude into the descending aorta (dao). The adoii was removed before release and a 5/4mm ado was attempted. The waist of the ado was constricted once it was deployed but the aortic disc appeared large and protruded into the aorta. After the ado was released, the device assumed its tension free profile and acquired the angle/orientation of the pda. This resulted into a significant portion of the already protruding aortic disc to prolapse further into the aorta. Hence the aortic disc was not hugging the aorta but instead the upper edge of the disc protruded outward into the aortic circulation. The ado purportedly embolized shortly after release. The remaining angiograms showed that the ado was snared in the middle but could not be pulled into the sheath and the patient was sent for surgical removal of the device. According to aga's medical consultant, the ado embolization occurred due to the following: this was a complex pda which was parallel to the aortic arch, high in location and without much of an ampulla. The aortic discs of both the ado and adoii were much larger for the diameter of the aorta and since there was not much ampulla, the disc had to stay in the aorta with resultant protrusion and perhaps pressure gradient across the aortic arch. The high and parallel orientation of the pda caused the upper edge of the disc to protrude into the dao making it unstable.